Event description:
The pt was admitted for coil embolization. During the procedure, the orbit helical fill 3 x 8 coil would not go through (mc) microcatheter prowler, and when the physician tried to withdraw the coil delivery system, the coil stretched. The microcatheter will be returned for investigation, but the coil was discarded. The cause of the coil stretching was unk. Additional info indicated that the products were new. All the products were prepped per (IFU) instructions for use. The products were not damaged after removal from the package. Prior to inserting in the pt, the microcatheter was not re-shaped, and the coil and delivery systems were not damaged. During insertion, the coil introducer was seated correctly on the hub. A constant and dedicated flush was maintained through the microcatheter at all times. During advancing, the drip was not adjusted when the coil delivery systems were inserted. The product was flush per IFU guidelines. In between coil exchanges, the microcatheter was flushed. Resistance friction was noted at the microcatheter body during inserting of the orbit helical fill 3 x 8 coil. The entire coil was removed without any issues. After removal, the delivery system was not damaged. The aneurysm measurement was 4.5 x 5.5. The vessel and aneurysm characteristics were not available. After the coil, stretched, a guidewire was inserted to exchange the microcatheter.

Manufacturer narrative:
The product was discarded. Additional info will be submitted within 30 days of receipt. This is the first of two products involved with this adverse event, which is associated with mfg report# 1058196-2009-00060.